Event description:
It was reported by a vns patient that during a battery replacement the company representative ran diagnostics and the lead was fractured. The device was reported to have been replaced. Additional relevant information has not been received to-date.

Manufacturer narrative:
Date received by manufacturer, corrected data: the date the report was received by the manufacturer was inadvertently provided as 03/27/2018, but was intended to be 03/23/2018.